Manufacturer narrative:
Unit passed the displacement test. Unit alarmed motor error during basic occlusion test and unable to prime during prime test due to moisture damage on the force sensor. The motor was tested outside of the device and passed. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked case at reservoir tube window corner and corroded battery tube. This time.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 230 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.